Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. During the rv lead explant procedure, when the new rv lead was re-connected to the implantable pulse generator (ipg), the physician felt like it was not pacing properly and requested a new ipg which was implanted and had no issues. After the procedure, the physician thought the rv lead may have been in a position that caused far field r-wave (ffrw) over-sensing but since the patient is pacer-dependent, no troubleshooting was performed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.